Event description:
A supplemental report is being submitted due to completion of the investigation on 27-nov-2025.

Manufacturer narrative:
Device evaluation the device evaluation could not be completed as the zilver flex device of c2094521 lot number and zfv6-80-7-8.0 or photographic evidence of the device was not returned for evaluation. This file was created in response to the pmcf study. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4). Relates to moderate stenosis of the distal afs (right leg) this file relates to minor stenosis within the stented proximal afs (right leg). Manufacturing records prior to distribution, all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label as per the instructions for use, ifu0058 which informs the user about the potential adverse events "that may occur include, but are not limited to: abrupt stent closure, allergic reaction to nitinol, amputation, angina/coronary ischemia, arrythmia, arterial aneurysm, arterial rupture, arteriovenous fistula, atheroembolization (blue to syndrome), death, embolism, fever, hematoma/hemorrhage, hypersensitivity reactions, , hypotension /hypertension, infection/abscess formation at access site, intimal injury/dissection, ischemia requiring intervention (bypass or amputation of toe, foot or leg), myocardial infarction, pseudoaneurysm formation, pulmonary embolism, renal failure, restenosis of the stented artery, septicemia/bacteremia, stent malposition, stent migration, stent strut fracture, stroke, spasm, tissue necrosis, worsened claudication/rest pain.¿ it should be noted that the instructions for use (ifu0058) lists ¿restenosis of the stented artery¿ as a potential adverse event. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined from the available information. As per medical advisor the stenosis would have been mainly due to the patient¿s pre-existing conditions. However, it was also associated with stent being in place as an inherent risk such as leading endothelial injury. Restenosis of the stented artery is also listed as a known potential adverse event within the IFU. An adverse event has been reported without a device problem. A device malfunction was not reported. Trending will monitor if any future investigation is required. Confirmation of complaint is confirmed based on customer and/or rep testimony. Corrective action/correction as per page 107 of the pmcf report balloon angioplasty of the stenoses was performed on 10 sept 2025. Intervention successful. Complaints of this nature will continue to be monitored for similar events.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Mdr2068, ptde30004 site reported patient underwent an elective angiography of the right leg due to decrease in walking distance. Angiography showed that the right arterial leg axis was patent with minor stenosis within the stented proximal afs and moderate stenosis of the distal afs. Balloon angioplasty of the stenosis was performed and considered successful. Site related this event as possibly related to the study devices. ¿possible activation of virchow¿s triad within the stent leading to stenosis¿